Event description:
A patient underwent chronic macula-off detachment with silicone oil injection post one month after silicone oil injection silicone oil cysts were noted under the conjunctiva with symptoms were grittiness, dryness and heaviness with occasional severe pain. Multiple oil globules 0.2 ¿ 2mm in diameter were tightly packed beneath the conjunctiva in two quadrants, extending from limbus to peripheral bulbar conjunctiva.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in sections h.6 and h.10. No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. The root cause of complaint condition could not be determined. Potential root cause includes: solution quality issue ¿ highly unlikely, as chemistry and microbiology data is reviewed and verified to meet regulatory requirements prior to release. Consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. The product labeling for silikon 1000 provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).